Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Update rec'd 11/13/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, a metal taste in his mouth, and elevated cobalt and chromium levels. The stem is being added for the elevated ion levels.